Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the axes controller platform (acp2). The system was verified and ready for use. The unit was analyzed and error 32101 was found indicating the fault, confirming the failure occurred in the field. Visual inspection, no issues were found related to the reported issue. The acp was installed onto the golden system where error 32101 occurred indicating the acp board has failed. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that after da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report recoverable fault. Error 32101 was confirmed in logs on the aces controller platform (acp2) pump motor. Tse walked caller through emergency power off (epo) of the patient side cart (psc). The site called back to report error persisting after epo of psc. Prior to calling site disabled boom and recovered error. Tse reviewed that after disable the hydraulics, cart drive, and boom did not function. The procedure was completed with no reported injury.